Event description:
It was reported that the patient had not been receiving adequate intrathecal baclofen therapy. The hcp was unable to aspirate from the catheter access port. The patient was taken to surgery in late 2008 for revision as they were concerned that the catheter may have been disconnected. It was noted during surgery that the catheter was intact and securely connected. The hcp disconnected the catheter and noted good backflow of cerebrospinal fluid. Dye was injected and the catheter was patent. The catheter was reconnected and the baclofen infusion was resumed (drug concentration and daily dose were not reported). Final patient outcome was not reported. Additional information has been requested, but was not available on the date of this report.